Manufacturer narrative:
(B)(4). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. There is no evidence that the access accutni+3 reagent was returned for evaluation. Bec internal functional testing did not indicate imprecise results nor demonstrate the presence of interference factors. All results produced through internal testing demonstrated reproducible recovery consistently above the assay's reference range. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining imprecise elevated troponin I (access accutni+3) results for one (1) patient involving the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). The customer analyzed the patient's sample on the original unicel dxi 600 access immunoassay system and obtained a result above the assay's normal reference range. The customer then reanalyzed the patient's sample two (2) additional times on the same unicel dxi 600 access immunoassay system and obtained one lower result but still above the assay's normal reference range and one higher result above the assay's normal reference range. This same sample was reanalyzed on an alternate unicel dxi 600 access immunoassay system (serial number (B)(4)) and a result even more elevated, above the assay's normal reference range, was obtained. This MDR addresses the three imprecise results obtained on the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). The elevated access accutni+3 results were not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. Information on the collection and centrifugation of the patient sample was not supplied. No issues with sample integrity were reported by the customer.